Event description:
It was reported that during a da vinci s transoral laryngectomy procedure, the shaft of the bullet nose dissector instrument scratched against the teeth of the patient and fragments from the instrument shaft fell into the patient. The fragments were retrieved. Based on the location of the patient's cancer, the surgeon made the decision to convert the planned procedure to open surgical techniques. No patient harm, adverse event or complications were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the black shaft insulation presents multiple gouge marks within 5 from the interface with the snake wrist that have exposed the metal shaft below. Some insulation pieces are missing. No other damage was found.